Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic /chronic pain'), abortion late ('stillbirth / stillborn 4 1/2 months'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general abnormal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, heartburn, abdominal discomfort, vaginal delivery (3) and post-traumatic stress disorder. Patient underwent essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abortion late (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy), and . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion late, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, fatigue, alopecia, weight increased and nausea outcome was unknown and the abdominal pain, menorrhagia and vaginal haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion late, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received : events- "pregnancy, stillbirth 4 and half months, device ineffective, abnormal bleeding (vaginal), nausea", reporter, medical history added. Previously reported events "abdominal pain, menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) " outcome updated to "not recovered / not resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and pain ("chronic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, fatigue, alopecia, weight increased and pain outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: lawyer was added. Case become incident, previously added injury nos was replaced with pelvic pain & new events- abdominal pain, chronic pain, dyspareunia, menorrhagia, general abnormal bleeding, fatigue, hair loss, weight gain, device monitoring procedure not performed, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.